Event description:
On (B)(6) 2009 pt reports she is concerned that current box of infusion sets have faulty connectors on the infusion tubing end and is causing more occlusion errors. She states this has occurred 3+ times. Pt reports she clears the error and then reconnects; may function for a day or just a couple of hours before the occlusion error occurs again. She reports the error has occurred during normal operation. Pt states she does not hear the usual snap when securing the 2 ends as she is reconnecting the infusion tubing and infusion headset. She states she can prime through the infusion tubing and then infusion device occludes as soon as she connects to a new infusion headset. Pt reports she was able to clear the error today. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.